Event description:
The customer alleged they received questionable online tdm gentamicin (gent) results on their p-module. The customer alleged they reported questionably high gent results for four or five patient to the clinician. The customer provided data for three patients with discrepant gent results that were reported outside the laboratory. The first patient's sample was an aliquot from the modular pre analytical device. The initial result was 2.94 mg/l. The repeat result was 1.33 mg/l. The second patient was a female born on (B)(6). The second patient's sample was an aliquot from the modular pre analytical device. The initial result was 3.01 mg/l. The repeat result was 0.7 mg/l. The third patient was a male born on (B)(6). The third patient's sample was tested from the primary tube and the initial result was 5.15 mg/l. The customer stated this patient was not given gentamicin and the high result was questioned. The repeat result was 0.5 mg/l. Information on whether the patients were adversely affected was requested but not provided. The gent reagent lot number provided was 661 764-01. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A definitive root cause could not be determined. Additional information was requested but not provided. Calibration and quality controls were acceptable, a general reagent issue was excluded. The field service engineer went on site. He replaced the stirrer paddles and set them up correctly. He found the probe washes were poor on r1, so he adjusted the levels for a good wash. The gear head pump was adjusted. He washed the solenoid valve 21. He adjusted the laundry levels as the cuvette level was a little low. He replaced and adjusted the pressure gauge. The event was most likely related to these instrument issues which were corrected by the field service engineer.